Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 required maintenance. A field service engineer (fse) found no failed storage locations were shown on the device. Further the fse made customer to perform inventory on the full-height cubie drawer 6, during which the drawer clicked but failed to open. The c-channels were loosened to check for binding with no improvement, so the drawer was removed from the station for mechanical inspection. Inspection revealed a dislodged bearing cage within the drawer slide causing binding, and the failed slide assembly was replaced. During further investigation of the reported issue, additional inspection identified a broken retractor cable assembly inside the drawer mechanism, which was removed and replaced. The system functioned as intended after the field service engineer repaired the device.